Manufacturer narrative:
Concomitant medical products: unknown lead, implant date unknown. Product event summary: the device was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. The device was removed. A new ipg was attempted but a proper connection could not be made with the pacing lead. A different ipg was then implanted after a good connection was established. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.